Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found a nonconforming cable. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece did not meet product specifications. Disassembling the phaco handpiece did not find any nonconformities. How or when the phaco handpiece became nonconforming remains inconclusive. The reported event was unable to be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a patient experienced post operative corneal edema. The edema was persistent for three weeks and finally showed resolve at post operative visit. There was no permanent corneal opacities, no loss of best corrected vision and no medical or surgical intervention was required. Patients symptoms have resolved.